Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital staff reported via phone call that the customer was experiencing low blood glucose level and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 37 mg/dl. No troubleshooting was performed and no further details were provided. The insulin pump was not replaced or returned for analysis.